Event description:
The customer reported that the device would not turn on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor (c71) on the digital (diego) pcb assembly. The customer received a replacement device.